Manufacturer narrative:
The insulin pump was received with blank display due to the battery tube connector not fully connected. The insulin pump was received with a cracked case at the corner of the display window, belt clip slot, and battery tube threads. The insulin pump was received with minor scratched display window, stained end cap sticker, and flush drive support disk. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump had a broken case.